Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a colectomy when making a functional end to end anastomosis, the device was unable to be fired when it was fired during the operation. A new product was used immediately and the operation was completed. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. During functional testing it was observed that the green firing button was not functioning properly. The button would not move when being pressed. Engineering evaluation found that the button was deformed indicating the device may have been exposed to excessive heat or high temperature. Due to the noted condition functional testing could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Deformation of the instrument body is possible if instrument is subjected to heat or high temperature exposure such as autoclave during the decontamination process. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.